Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was not confirmed. No log files were sent for analysis. The heartmate iii system controller (B)(6)) was not returned for analysis. Information communicated on (B)(6) 2020 indicated that the patient¿s heartmate iii system controller would not be returning due to the patient testing positive for covid19. The root cause of the reported event could not be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had controller exchanged as it was not communicating with the system monitor. There were no issues with power. The controller will not be returning for evaluation.